Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set with needleless connector was occluded the following information was received by the initial reporter with the following: it was reported by customer that in 3 of the events, the clamp was engaged on the extension set mp5301-c between the primary tubing 2420-0007 and the vascular access device. It has happened on both peripheral and central lines. Both have the mp5301-c connected. This extension set has not been sent in yet, but the last event of failure to alarm for an occlusion on (B)(6) 2025, has the extension set still attached. On the 4th event, the roller clamp on the primary set was said to be engaged. All were delivered as primaries. In each case the infusion did not complete and had to be reprogrammed after the clamp was opened.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mp5301-c because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information provided.